Manufacturer narrative:
[(B)(4)].

Event description:
Medical treatment (hip joint aspiration) due to pain complaints left hip and possible infection. This case was reported within a follow-up examination of a (B)(6) clinical study.